Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with redness, inflammation, abscess and infection on the needle puncture site. The patient experienced pain, removed the sensor and discovered an abscess. The patient went to the hospital on (B)(6) 2024 and underwent a surgical intervention to remove part of the skin due to the abscess. They prescribed oral antibiotics and was in the hospital until (B)(6) 2024. At the time of the report the patient was good. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.